Manufacturer narrative:
This report is being amended to reflect changes in sections date received by MFR., type of reports, if follow-up, what type?, evaluation codes, and additional MFR narrative.. No device or photo was provided therefore the condition of the component is unknown. Device history records cannot be reviewed since the part and lot numbers are unknown. The reported device is used for the treatment. Complaint history search and compatibility cannot be reviewed since the part and lot numbers are unknown. Relevant medical history and adherence to rehabilitation protocol are unknown. A definite root cause cannot be determined with the information provided.

Manufacturer narrative:
Information was received via published literature. Please reference literature at the following location: http://jbjs.org/content/75/4/554.article-info. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that death occured for one patient. The cause of death was assumed to be a pulmonary embolus, which occured on the ninth day post-operative.